Event description:
Ous MDR - after an implant duration of approx 27 months, inappropriate shock pulses during oversensing were detected. Lexos vr-t, (B) (4), MDR 1028232-2009-00968.

Manufacturer narrative:
Ous MDR. During the analysis of the lead, it was noted that the inner insulation of the lead body was massively damaged by internal fraying about 61 cm distal of the connector pin. In addition, the insulation between the inner conductor helix and the rope conductor to the right-ventricular shock coil as well as between the inner conductor helix and the rope conductor to the ring electrode were damaged at this site. These damages are to be regarded as the causes for the clinical complaint. The observed damge manifestation requires an excessive mechanical load of the lead over a longer period of time. This is probably due to the position of the lead in the implanted state. Diagnostic images to characterize the positional relationships of the implanted system were not available for analysis. The ICD proved to be normal and within specs both regarding the connection system and the electronics. Neither the analysis of the lead nor the analysis of the ICD found any material defects or mfg errors.